Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that while reprocessing, image was noisy on the hd autoclavable camera head. The procedure was completed with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation , the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device. D-9 was inadvertently selected.